Event description:
It was reported that an unspecified malfunction/issue occurred. Date of event is an approximation. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient shared information about an event where his bg meter reading dropped to 22 mg/dl, and he was in a hypoglycemic coma. The behavior of the display device was not described. There was no mention of evgs, alerts, or alarms. The patient stated that he was unconscious and does not recall many of the event details. Ems was contacted by the patient¿s sister, and he was transferred to the ER. The patient stated that he ¿doesn¿t know what caused¿ this. The patient further stated that he is now afraid to go to bed and sleep. The treatment regarding the reversal of severe hypoglycemia was not specified; however, at an unspecified time, the patient noted being treated with insulin. The patient regained consciousness the following morning, on (B)(6) 2024. There was no information provided regarding when he was discharged from the hospital. The patient was in good condition at the time of report. Performance data was reviewed. The allegation was confirmed via data as sensor noise under an hour occurred the device functioned within specifications. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.